Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 290cc mentor smooth round high profile saline breast implant experienced right-sided breast mass and breast pain, and right-sided implant deflaton postoperatively. The patient reported that she had undergone removal of benign phyllodes on the right breast and had suffered with pain post procedure, and also reported that her right breast is different than the contralateral side. As a result, the patient had a CT scan performed, and findings indicated implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.